Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4). Device evaluated by manufacturer: no - lens not returned. Method: work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was a black fiber on the lens. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) and the lens tore while being injected through the cartridge. The lens was removed with no reported injury. The lens was not exchanged for another lens.